Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stapled trans-anal rectal resection (starr), after resecting proctoscopic examination was performed, which revealed a damaged rectum mucosa in the anterior wall of the rectum, the stapler was able cut the tissue however the staples did not deploy. The damaged rectum mucosa resulted in abdominal fecal contamination. To close the wall defect, a laparoscopic procedure was performed with oversuturing of the wall defect and temporary protective ileostomy. The surgical time was extended hours longer due to the issue.